Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in both the right common femoral artery (rcfa) and the calcified left common femoral artery (lcfa) was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an aortic aneurysm repair interventional procedure. Reportedly when inserting the first proglide device into the rcfa, the sheath of the proglide device met resistance and the metal distal guide portion "buckled" (bent), but did not separate. The proglide device was able to be removed intact. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sutures of two proglide devices were also successfully pre-placed in the calcified lcfa. The sheath was upsized to a 16f and the aortic aneurysm repair procedure was completed. The sutures of the proglides were closed down in both access sites. Hemostasis was not achieved with the two proglide sutures in the lcfa and cut down surgery was performed to achieve hemostasis. Additionally, hemostasis was not fully achieved with the two proglide sutures in the rcfa; therefore, manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.